Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. The motor passed motor test. No failed battery test alarm, off no power alarm, weak battery alarm or low battery alarm noted. No moisture damage on electronics and motor noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a weak battery signal and an off no power alarm. Customer's blood glucose was 202 mg/dl. Customer did not receive a low battery alert prior. Customer reported that battery was not previously used and insulin pump was dropped in the past. It was reported that drive support cap seemed normal and insulin pump passed displacement test. Alarm history showed that insulin pump received two motor error alarms and failed battery test alarm. Insulin pump would be replaced.